Event description:
Boston scientific received information that this right atrial (ra) lead was undersensing and exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. The patient is not atrial dependent and their system was reprogrammed and they will continue to be monitored. The reason for the impedance and undersensing issues was not determined. The ra lead continues to remain implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.